Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance measurements above 3000 ohms. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects were reported. This lead has not been returned for analysis.